Event description:
It was reported that the patient experienced hypoglycemia while using the ilet bionic pancreas after announcing a usual meal at a glucose of 78 mg/dl, which led the system to deliver 16 units and was followed by a nadir of 59 mg/dl for about one hour before recovery to a safe range without back-up therapy or medical intervention. Symptoms included feeling chilled, tired, and fatigued. Outcomes included transient hypoglycemia without hospitalization or external assistance. Investigation included a review of device use data and troubleshooting with patient education. Investigation of this case revealed no device alerts or alarms and that glucose subsequently returned to target. It was concluded that the event was consistent with hypoglycemia with an unclear cause, with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.